Event description:
Newly inserted PICC line dislodged when it was being repositioned. Seven cm of the catheter remained inside the patient requiring surgical retrieval and the need for a central line to be placed.